Event description:
Reaction to latex gloves on more than one occasion. Event on 6/27/96 required treatment in ER. Rash with severe itching following the wearing of latex gloves. Rash was on hands, arms, and abdomen, facial flushing, edema of hands, and difficulty breathing was also experienced.